Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. If further details are received at the later date a supplemental medwatch will be sent. What was the name of the procedure? What was the date of the procedure? What tissue layer was the suture used on? What was the condition of the tissue during initial procedure (diseased, weak, healthy)? How was suture placed (continuous or interrupted)? Can you identify the product code of the silk suture? What were the patient symptoms? What are the patient age, gender, weight, prior medical history? What is the surgeon¿s opinion as to the contributing factor to the patient event? What was the second suture used to resew? What were the findings at the second procedure? What is the patient current condition?

Event description:
It was reported that the patient underwent an exploratory laparotomy procedure in (B)(6) 2018 and suture was used. The patient experienced post op suture breakage on the second post op day. An additional procedure was performed to resew the tissue. Additional information has been requested.

Manufacturer narrative:
Pc-(B)(4).date sent to the FDA: (B)(4) 2018. Additional information was requested and the following was obtained: what was the name of the procedure? Exploratory laparotomy what was the date of the procedure? (B)(4) what tissue layer was the suture used on? Unk what was the condition of the tissue during initial procedure (diseased, weak, healthy)? Unk how was suture placed (continuous or interrupted)? Unk can you identify the product code of the silk suture? Unk what were the patient symptoms? Wound dehiscence what are the patient age, gender, weight, prior medical history? (B)(4) .what is the surgeon¿s opinion as to the contributing factor to the patient event? Suture what was the second suture used to resew? Unk what were the findings at the second procedure? Unk what is the patient current condition? Stable